Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Product development evaluation reports that the handle threaded connection to the ratchet failed. Evidence of an adhesive exists on the threads. The device drawing specifies a minimum torque capability of 15 nm for all three modes. This event occurred during a revision of matrix, specifically, the handle failed when removing the locking caps. In describing revisiting the locking caps, the technique guide includes a statement about never using a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient. Since the technique guide clearly states not to use this instrument for removal, the disposition for this complaint is invalid.

Event description:
Synthes (B)(6) reported that a patient with osteoporotic bone was treated with matrix system fusion from levels l1-s1 approximately 3 months ago for degenerative lumbar scoliosis. On an unknown date, the patient returned to the surgeon and an examination revealed that the patient had developed a kyphosis above the fusion. The patient was returned to the or on (B)(6) 2012 to extend the construct 3 levels to t10. The surgeon intended to remove two matrix poly screws from l1 but had great difficulty removing the locking caps from both sides. While attempting to remove the caps, two of the ratchet handles broke. The surgeon was able to remove the caps using the threaded persuaders with ratchet handles from another set. The construct was extended to t10 with two parallel connectors and six matrix poly screws in the three vrtebral bodies above the construct, and did not replace the screw in l1 in order to have room to place the parallel connectors. Due to poor bone purchase, the surgeon decided to put cement in the pedicles t10-t12 prior to screw placement to augment purchase in osteoporotic bone. This is report 1 of 26 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)